Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing from her infusion set became detached from the site when she rolled over or stretched out while sleeping. She usually clipped the pump to her clothes while sleeping but the night before this report, she put it in her shorts pocket and woke up with it under her body. The site location was at the upper left thigh. The infusion had been in use for more than one day and the infusions were stored in the centrally heated bathroom. There was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.